Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device's power button is malfunctioning. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Event description:
The distributor contacted heartsine to report that their device's power button is malfunctioning. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
The device serial number has been updated from (B)(6).

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The reported fault was attributed to membrane failure due to storage outside of the indicated conditions. The corrosion on the underside of the on/off button on the membrane pcba had resulted in the on/off button dome making no connection with the contact pads beneath. This had resulted in the failure of the device to power on. Information from the device memory log indicated that the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device's power button is malfunctioning. Failure to power on device may prevent or delay defibrillation. There was no patient involvement reported with this event.